Manufacturer narrative:
Remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was received with both seals broken and the force sensor cable damaged, both corners of the top case broken off,s/n not on the display, battery door crack, ear clip contaminated also very old worn drive train parts. The history log showed there was a force sensor error in history. Customer stated problem was verified during start-up. The force count was at zero and out of spec at 5 and 15 pounds. Testing found upon recalibrating the force sensor, the issue was resolved. The root cause was found to be due to normal wear. The pump was over 14 years old. The tech replaced force sensor as a preventative measure.

Event description:
It was reported the device had a force sensor error. No patient injury reported.